Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a hot axios stent was to be implanted in a transgastric position to treat a walled-off necrosis (won) in the pancreas during a drainage procedure performed on (B)(6), 2020. According to the complainant, during the procedure, while advancing the delivery system through the lesion, the first flange prematurely deployed. The stent was removed from the patient partially deployed and another hot axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 1484 captures the reportable event of stent first flange prematurely deployed. Block h10: a hot axios delivery system was received for analysis and the stent was not returned. Visual examination of the returned device found the inner sheath and outer sheath were kinked. No other issues were noted to the delivery system. The reported event of stent first flange premature deployment could not be confirmed. Taking all available information into consideration, the investigation concluded that the reported event of stent first flange premature deployment and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, the interaction of the device with the scope, and/ or the anatomy of the patient could have caused the physician to feel resistance while applying force, limited the performance of the device and contributed to the failure reported and the kinks observed on the inner and outer sheath. Therefore, the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a walled-off necrosis (won) in the pancreas during a drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, while advancing the delivery system through the lesion, the first flange prematurely deployed. The stent was removed from the patient partially deployed and another hot axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.